Manufacturer narrative:
Patient height reported as (B)(6). Patient initials: (B)(6). This report is for an unknown screw/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Partial part number of 214.8xx provided. Part of the device remains in the patient; device not considered explanted. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a left distal femur revision surgery was performed on (B)(6) 2016 after patient complaints of pain and x-rays revealed that the patient had a broken screw and had re-fractured at the implant level. All hardware was removed intact except for one broken screw in which the shaft of the screw was unable to be removed and remains in situ. The hardware that was removed intact includes one plate and seven intact screws. The patient was revised with a new plate and screws. The procedure was successfully completed with no patient harm or surgical delay. This report is for an unknown screw. This is report 1 of 1 for (B)(4).